Manufacturer narrative:
Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for harm/allergic reaction on lot # 9106630. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that patient had allergic reaction to new medication delivered with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that patient was experiencing following reactions. After her injection, consumer felt "dizzy and nauseous, her legs were trembling, she was nervous and shaking a lot, she felt some discomfort on the left side of her chest, she did get her complete medication, she does not issue with pen needle, used 1 pen needle today, she is using a new medication, tymlos, for her bones, she did not call a doctor or pharmacist. Additional information provided by consumer: consumer stated, she called her doctor regarding the symptoms she experienced after her injection. Stated, the doctor told her to stop using the medication. Stated, she feels so much better today and everything is ok.